Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The door seal on the tub was no longer adhering to the door and there was a space between the door and the seal.